Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to duplicate the reported issue. It was found that the charging circuitry would not functions properly due to the resistor being damaged with signs of overheating on the board. A replacement part was shipped to the customer and carefusion scrapped the defective component after failure analysis.

Event description:
It was reported by the customer that there was an "out of box failure" of a replacement kit for an ltv ventilator. The unit has a charge status indicator that will not turn green or red. During failure analysis testing, it was discovered that the kit had signs of overheating on the board.